Event description:
A report was received that the patient was experiencing muscle spasm. Lead migration was confirmed by x-ray. It was also noted that the patient felt that her lead was sticking in her back and it was uncomfortable. The patient will undergo a revision procedure.